Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient's dental provider sent a letter of recommendation (lor) to cease treatment due to unhealthy treatment, and the upper and lower jaws should fully rest against each other comfortably when at rest. But the teeth only touch in one small place when the jaw is closed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.